Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a pin hole in an IV tubing that leaking an unspecified sedation medication onto the pump and the floor. There is no report of patient harm.